Event description:
The manufacturer received information that following an extubation, it was alleged that a covid positive patient needed emergency niv therapy. It was reported that the af 531 oral nasal mask and elbow used were changed from previous models and not compatible with the patient's circuit. The care providers had to use the older mask model of a size which was not a good mask fit for the patient. This allegedly created leaks, exposed the medical staff to possible contamination and made the patient's therapy more difficult. There was no report of serious patient harm or injury. The investigation is on-going. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
No product will be returned to the manufacturer. The af531 comes with a disposable sizing gauge for determining the correct size mask (s, m, or l). There was no harm or injury. The manufacturer concludes no further action is necessary.

Manufacturer narrative:
The manufacturer sent additional information to the country of occurrence in response to the dual limb circuit not being compatible with different mask model. The manufacturer mailed customer letters on 2021-11-05, announcing an update to the design of the af531 elbow. The letter stated the tapered-styled elbows will be replaced with the click-style elbow and encouraged clinical users to read the updated operating instructions sheet (ois), included in the mask packaging, for complete information as the part number would remain the same. This change was made in response to customer feedback. The snap-in-place design provides a tactile and audible confirmation that the elbow has been correctly connected to the mask. The letter also stated if you order, or stock, the single or 5-pack af531 tapered elbows, they will not fit the af531 masks so you would need to purchase the click-style elbow packs. There was no harm or injury. The manufacturer concludes no further action is necessary.